Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3.a., b.3., b.5., d.10., h.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating lens was difficult to insert into the cartridge which resulted in scratch during folding. The lens was removed during the initial procedure. There was no patient harm. The procedure was completed on the same day.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was not used due to scratched lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. The manufacturer internal reference number is: (B)(4).